Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. On an unknown date during the hospitalization, dianeal therapy was discontinued and the peritoneal dialysis catheter was replaced. Three days prior to the receipt of this report, the patient returned to the hospital for unrelated events and to restart peritoneal dialysis therapy. After nine days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.